Manufacturer narrative:
B5: describe event or problem: updated with additional information received. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h6: correction: event problem and evaluation codes: method code should have been originally reported as b21.

Event description:
Additional information was received by the manufacturer on 09-nov-2022 via email and attached to the complaint object. This message was not received during patient care. Repair was performed on the case and the error occurred after reassembly. Further troubleshooting revealed a worn clutch cam, replacement did not resolve the error.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found bottom case and plunger assembly tamper seals are broken, no appearance of physical damage. The device's event history log was reviewed for evidence of the reported event and found "motor not running". To conduct functional testing, the device was powered up, occlusion test was performed, "motor not running" error was found. The root cause is due to the stepper motor not operating as intended as a result of customer use. Normal wear and tear was attributed as cause. The stepper motor was replaced to resolve the issue. Additionally, the worm gear, lead screw and clutch halves were replaced as a preventive action. The device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited an error message of motor not running. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.